Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (audio bolus button missing/peeling/torn) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings:investigation revealed that the audio bolus button was detached. No further testing could be completed. This issue is unlikely to result in an adverse event because boluses can be delivered using the normal bolus feature.